Event description:
It was reported via voluntary (B)(4) report form that "the pt was involved in a serious motor vehicle crash (mcv) 18 months ago and was originally treated at another facility. The inferior vena cava (ivc) filter was placed at the other facility and the pt was later transferred to our facility. The pt came into the ec two times for chest pain. The pt was admitted today after thoracic CT discovered fragmented bard g2 filter with fragmented piece located in the apex of the right ventricle. The filter was retrieved from the vena cava; but unable to retrieve the fragmented arm. The procedure was abandoned two weeks later due to arrhythmia. The pt had intermittent ventricular ectopy on telemetry and had occasional palpitations. Troponins treaded down after first procedure. Gated cardiac CT was performed to better localize the ivc fragment. Electrophysiology was consulted in addition to interventional radiology to assist in repeat removal attempt. The ivc strut was successfully removed one week later. The pt tolerated the procedure well."

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample has not been returned to the MFR for eval to date. The investigation is currently underway. This event corresponds to report (B)(4).